Event description:
Customer called to report that the insulin pump is not delivering properly and is showing that the battery is low. However, the pump has a new battery. Customer's blood glucose reading was 376 mg/dl. It was reported that the customer was hospitalized several months ago, however blood glucose values at the time are unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.